Manufacturer narrative:
(B)(4). MFR reports #2245578-2011-00162, and #2245578-2011-00171 through 2245578-2011-00183 are from a single user site. The internal investigation is in progress; no overall trends have been identified in product lot(s) used. The issues appear to be isolated to specific sites. The site has initiated use of a tube rocking platform to ensure the blood sample is mixed well (as recommended in product labeling) which the site reports has resolved the issue.

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.12 and 0.21 ng/ml on a patient. I-stat results (ng/ml): (B)(6) 2011 11:48 collection. On (B)(6) 2011 12:40 testing with result of 0.12. On (B)(6) 2011 12:50 90 repeat with result of 0.21. On (B)(6) 2011 14:00 90 minute collection. On (B)(6) 2011 unknown 90 minute testing with result of <0.01. Centaur lab ctni result: 0.027. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.